Event description:
Patient presented in 2005 with signs of an infection of the device pocket. These included redness,drainage,pain,nad incisional wound opening.a culture of the device pocket was positive for mrsa. The patient was treated with IV antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal. The patient had a risk factor of post op wound or skin contamination. "Spouse (caregiver) is an ICU nurse - likly colonized with mrsa."